Manufacturer narrative:
The cartridge was discarded and not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 from a 55 year old male patient with a medical history including diabetes and end stage renal disease, stating he experienced a cartridge blood leak and an unspecified amount of blood and saline were observed on the floor at the conclusion of a hemodialysis treatment on (B)(6) 2022. Additional information was received on 31 oct 2022 from the home therapy nurse (htn) stating there were no symptoms reported, no medical intervention was required and estimated blood loss was not available. The patient continues to treat with the nxstage system.